Event description:
It was reported that "the drug didn't make or keep the patient numb". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of the medication being ineffective could not be confirmed. The potency of the bupivacaine met specifications according to the manufacture's coa. A device history record review was performed on the bupivacaine ampule with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined. No further action is required at this time.

Event description:
It was reported that "the drug didn't make or keep the patient numb". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).